Event description:
Procedure type: roux-en-y. According to the reporter: two weeks after surgery, a major leakage was confirmed. Further information has not been given. Patient is under observation.

Manufacturer narrative:
(B)(4).